Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that during routine follow-up this right atrial (ra) lead, right ventricular (rv) lead, and competitor device exhibited abnormal pace impedance measurements from late (B)(6) 2017. Impedance values were noted to be variable fluctuating between low and high-out-of-range measurements; abnormally high amplitudes were also observed on both leads. Additional review of stored episodes found evidence of rv noise and oversensing. Lead measurements were normal during follow-up and electrograms free of noise including during provocation testing. The physician plans to continue monitoring the patient. No adverse patient effects were reported. This system remains in service.